Event description:
It was reported that the 9800 system will not boot. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified need to replace the hard drives and repair the cine board. Hard drives replaced on initial visit. Cine board and connectors replaced on subsequent visit. System was tested and is working as intended. Returned to service.